Event description:
A rep dreamstation auto CPAP device was returned to a third-party service center with information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, damaged buttoms on upper enclosure, scratched lcd screen were found. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.